Event description:
It was reported that the right ventricular (rv) lead had noise and high pacing impedance. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: (B)(4) -the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered on (B)(6) 2012 due to meeting the required non-sustained tachycardia and abnormal impedance conditions. An out of threshold subthreshold lead impedance is recorded on (B)(6) 2012. The low voltage permanent pace impedance climbs from a baseline of 703 ohms the week ending 2011-12-18 to an approximate baseline of 1000 ohm prior to explant. The bulk of the lifetime ventricular sensing integrity counts ((B)(4)) occur beginning (B)(6) 2012. There were five episodes of ventricular fibrillation and 15 episodes of non-sustained tachycardia of less than 220 milliseconds are recorded between the dates of (B)(6) 2012.